Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and screen went black. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had not been communicating. The field service engineer (fse) found that the station had booted up, yet main drawer 2.2 had failed. The drawer controller board and interface board were found to be non-functional. Both drawer controller board and interface board were replaced, and everything tested good in the hardware test application. The system functioned as intended after the field service engineer repaired the device.